Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high glucose result generated by the unicel dxc 800 pro synchron clinical systems. Customer indicated that one glucose cup result of 435.9mg/dl was stopped for validation at the remisol. Laboratory protocol is to rerun the questionable samples on other analyzers. Repeat of original sample on 3 different instruments gave results of 90mg/dl, and was reported. The erroneous result was not reported out of the lab, and there was no effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced stirrer motor due to noisy motor sound. A new glucose electrode was installed. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.